Event description:
Event description guidant received information that during the change out of this implantable cardioverter defibrillator (ICD) due to the advisory/recall. Concurrently, this implantable transvenous defibrillation lead exhibited shock lead impedance measurements greater that 120 ohms. All setscrews were verified to be tightened down. The lead was also partially eroded through the skin. It is suspected this was due to an infection. The lead was surgically abandoned and will be replaced after the infection has been resolved. Guidant received additional information that the replacement device and transvenous lead system was explanted and replaced with a competitor system due to worsening of the patient's infection.